Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Customer switched the pump from an external aic to ic 10259. Customer told that when switching the purge cassette later on the aic, the aic hung up. Pump disconnected and restart of the aic. Then no problem was observed. After this issue switch to a different aic to send the aic back to aachen. Customer send a letter to aachen. Patient got hypotensive while switching the pump, but no harm occurred. Stable after restart the aic. Stable on next aic.